Event description:
I ordered advanced revaree from bonafide on (B)(6) 2025. It arrived on (B)(6) 2025. I used it on (B)(6) 2025. I started not feeling well on (B)(6) 2025. Not making a connection, I used it again in (B)(6) 2025. By (B)(6) 2025 I had a heart rate of 124 and went to my local urgent care. They sent me to the emergency room for a cardio work up but they suspected a uti so I asked the emergency room to test me for it and it was positive. I was in the emergency room for 19 hrs on IV fluids and antibiotics.